Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check. Device interrogation revealed right ventricular lead oversensing and sensitivity had decreased. Fluoroscopy revealed the lead was dislodged. The lead was repositioned. Patient was stable post procedure.